Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization, the physician experienced resistance while advancing the 4th coil so he pulled back the coil delivery wire but the 4th coil had stuck and tangled with the 3rd coil (subject coil). The physician suspect that the 3rd coil may have been detached and remained in the microcatheter. It was reported that the detached coil was removed along with the 4th coil without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device confirmed that the coil was detached from the delivery wire and the coil was found to be kinked. Functional testing was not performed due to the damage noted to the returned device. Information available indicated that the device was confirmed to be in good condition prior to use. It is most likely that anatomical factors encountered during the procedure contributed to the reported detachment of the coil resulting in the reported and observed defects. Therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
During the coil embolization, the physician experienced resistance while advancing the 4th coil so he pulled back the coil delivery wire but the 4th coil had stuck and tangled with the 3rd coil (subject coil). The physician suspect that the 3rd coil may have been detached and remained in the microcatheter. It was reported that the detached coil was removed along with the 4th coil without clinical consequences to the patient.